Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The biopsy adapter valve, syringe and stopcock accessories were not returned with the device. In addition, the following malfunctions were identified during the device evaluation: damage to the distal end of the outer sheath; damage to the pebax heat shrink layer; brittle and cracking along the length of the deployed portion of the pebax. The laser cut hypotube (lch) likely became ejected as a result of the damaged pebax bunching up behind it. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: metal part (lch tube) of the sheath was detached from the sheath. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that a piece of the metal sleeve of the single-use aspiration needle came off during an endoscopic endobronchial ultrasound. The metal part was recovered and the procedure was completed using an olympus backup device. No further patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.